Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from date manufacturer was made aware.

Event description:
It was reported that patient experienced discomfort due to implantable pulse generator (ipg) location. The patient underwent a revision procedure wherein the ipg was replaced, and pocket was moved up higher. The patient was doing well postoperatively. No device malfunction was suspected, and nothing will be returned per facility policy.